Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8 596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that telemetry confirmed that an alarm due to low reservoir volume occurred. The healthcare provider updated the reservoir volume to 40ml and then back to 18.6 in the same programming session. An erroneous low reservoir alarm occurred. On the day of the report, a dose increase was also done. The device system was used to deliver lioresal 2000mcg/ml at 273mcg/day. It was later reported that the healthcare provider (hcp) inadvertently changed the reservoir volume and then went to another screen, but when she attempted to update the pump, it alarmed with the low reservoir alarm. There were no patient symptoms.